Manufacturer narrative:
Sc-2317-70 (sn: (B)(6)). The returned lead was analyzed and the reported complaint was confirmed. All cables were fractured at the click site, about 30 centimeters from the proximal end. When excessive mechanical/tensile force was exerted onto the lead, the lead got kinked after it exits the clik anchor resulting in the cable fractures, which causing the reported patients experience. Therefore, a component failure was determined.

Event description:
It was reported that one if the patients lead had high impedance. The patient underwent a lead replacement procedure and the explanted leads will be returned.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317700, model: sc-2317-70, serial: (B)(4), batch: 20979561.

Event description:
It was reported that one of the patients lead had high impedance. The patient underwent a lead replacement procedure.